Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing to perform treatment to the patient , the airbag of endotracheal intubation was found to have a leakage. They stopped using it and replaced it immediately.